Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received indicating this device was later explanted and replaced. It was reported the patient had developed post traumatic stress disorder and that they recently were hospitalized for three days due to flash backs related to their device. No additional adverse patient effects were reported.